Event description:
The customer reported to beckman coulter (bec) a leak in the coulter lh 750 hematology analyzer. The customer could not tell where the leak was coming from. The fluid was not contained and leaked onto the counter. The volume of the leak was 1ml. The customer has material safety data sheet (msds) information and a risk management plan is in place. The customer was wearing gloves and a laboratory coat when the leak occurred. There was no biohazard exposure to open wounds or mucous membranes. The customer got no errors and no erroneous results were generated in connection to the reported event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found leak coming from vc12 (sheath flow coil/sheath restrictor) top port. The fse replaced green stripe tubing, and also replaced differential sample tubing from shear valve to differential mixing chamber as it was very discolored. Failure mode was related to green stripe tubing being disconnected from top port of vc12. (B)(4).